Event description:
A falsely elevated ctni result of 14.64ng/ml was reported by the laboratory. The first sample resulted in 14.64ng/ml. The second sample (2 hours later) resulted in <0.20ng/ml. The first sample was repeated and resulted in <0.20ng/ml. The third sample tested resulted in <0.20 ng/ml. The technician acknowledged a sample integrity problem with the first sample. There were no adverse health consequence as a result of the initial falsely elevated ctni result.